Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. (B)(4).

Event description:
It was reported the patient's ipg became inoperable due to the patient not recharging the device as recommended. An sjm representative attempted to troubleshoot the issue to no avail. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.